Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that the 8.0x100 mm absolute pro vascular self-expanding stent system was advanced through the guiding catheter, when it was seen on fluoroscopy that the stent was partially flowered. No patient consequence was reported. Another same size absolute stent was used to complete the procedure. No additional information was provided.

Event description:
N/a.

Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a review of the complaint handling database identified no other incidents from this lot. As there was no damage noted to the device during the inspection prior to use, the investigation determined the reported difficulties appear to be related to circumstances of the procedure as it is likely that inadvertent interaction with the anatomy and/or other devices caused the distal sheath to slightly retract from the base of the tip and inadvertently prematurely deploy/expose the stent. Based on the reported information and results of the complaint investigation there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. Corrections: d9 - device available for evaluation: updated from yes to no.